Event description:
Same case as MDR ID: 2134265-2014-03752. (B)(4). It was reported that shortness of breath, chest pain, and restenosis occured. On (B)(6) 2009, the patient presented due to stable angina and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending (lad) with 80% stenosis, a length of 8 mm, and a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.0 x 12 mm study stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2012, the patient was presented due to chest pain radiating to arm associated with shortness of breath. (B)(4) study revealed moderate anterior and lateral ischemia and a small area of anterior infarct. Two days from the onset of symptoms, the patient was hospitalized. Coronary angiography revealed 99% stenosis at distal anastomosis of lima graft to mid lad and was treated using an im runway guide catheter, which resulted in abrupt closure of the vessel and intervention was attempted however the vessel closed and could not be reopened. There was no improvement in angiographic appearance. Revascularization was terminated and redo surgery was planned. On the following day, single vessel bypass was performed using right internal mammary artery (rima) and svg to mid lad and placement of right axillary artery and left common femoral vein extracorporeal life support system (ECMO) and also the subject underwent blood transfusion. On (B)(6) 2012, the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).